Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, taco rolled when delivered. The lens and patient were fine. Additional information has been requested. There are four medical device reports associated with this report.